Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and systemic lupus erythematosus ("autoimmune disorder : type : lupus") in a 24-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2011, (B)(6) 2013), hypothyroidism, cesarean section, anxiety and depression. Previously administered products included for prevent pregnancy: depo provera; for an unreported indication: para guard. Concomitant products included alprazolam (xanax), clonazepam, lithium, olanzapine, sertraline (zoloft) and temazepam. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), systemic lupus erythematosus (seriousness criterion medically significant), mood swings ("hormonal changes(describe: mood swings)"), infection ("infection (other)"), bipolar disorder ("psychological or psychiatric problems: bipolar"), skin disorder ("rashes or skin conditions"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss"), weight increased ("weight gain"), device expulsion ("migration of essure device- location of device: coil extruding fro ext cervical os") and abdominal pain ("abdomen pain"). The patient underwent bilateral salpingectomy on (B)(6) 2015 and, on (B)(6) 2015 underwent ablation. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, systemic lupus erythematosus, mood swings, infection, bipolar disorder, skin disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, weight decreased, weight increased, device expulsion and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bipolar disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin disorder, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 180 lbs.mr- three coils were visible on the right and 10 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) migration essure device location of device: coil extruding fallopian tube"), pelvic pain ("pain / pain"), genital haemorrhage ("persistent bleeding") and systemic lupus erythematosus ("autoimmune disorder : type : lupus") in a 24-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2011, (B)(6) 2013), hypothyroidism, cesarean section, anxiety and depression. Previously administered products included for prevent pregnancy: depo provera; for an unreported indication: para guard. Concomitant products included alprazolam (xanax), clonazepam, lithium, olanzapine, sertraline (zoloft) and temazepam. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"), weight increased ("weight gain") and rash macular ("rashes or skin conditions-red blotches all over body"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), mood swings ("hormonal changes(describe: mood swings)"), infection ("infection (other)"), bipolar disorder ("psychological or psychiatric problems: bipolar"), nausea ("nausea"), device expulsion ("migration of essure device- location of device: coil extruding fro ext cervical os") and abdominal pain ("abdomen pain"). The patient was treated with surgery (underwent bilateral salpingectomy.), surgery (to remove the essure implants) and surgery (on (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, systemic lupus erythematosus, mood swings, infection, bipolar disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, weight decreased, weight increased, device expulsion, abdominal pain and rash macular outcome was unknown. The reporter considered abdominal pain, alopecia, bipolar disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 180 lbs.mr- three coils were visible on the right and 10 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received. Event rashes or skin conditions pt updated. Events onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and systemic lupus erythematosus ("autoimmune disorder : type : lupus") in a 24-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2011, (B)(6) 2013, hypothyroidism, cesarean section, anxiety and depression. Previously administered products included for prevent pregnancy: depo provera; for an unreported indication: para guard. Concomitant products included alprazolam (xanax), clonazepam, lithium, olanzapine, sertraline (zoloft) and temazepam. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), systemic lupus erythematosus (seriousness criterion medically significant), mood swings ("hormonal changes(describe: mood swings)"), infection ("infection (other)"), bipolar disorder ("psychological or psychiatric problems: bipolar"), skin disorder ("rashes or skin conditions"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss"), weight increased ("weight gain"), device expulsion ("migration of essure device- location of device: coil extruding fro ext cervical os") and abdominal pain ("abdomen pain"). The patient was treated with surgery (underwent bilateral salpingectomy.), surgery (to remove the essure implants) and surgery on (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, systemic lupus erythematosus, mood swings, infection, bipolar disorder, skin disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, weight decreased, weight increased, device expulsion and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bipolar disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin disorder, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 180 lbs.mr- three coils were visible on the right and 10 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder : type : lupus, hormonal changes(describe: mood swings), infection (other), psychological or psychiatric problems: bipolar, rashes or skin conditions, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, nausea, perforation (fallopian tube(s)), weight loss, weight gain, migration of essure device- location of device: coil extruding fro ext cervical os", reporter, historical condition, lot number added from pfs. Historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implants). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.